Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy dates: this event was reported to have occurred in (B)(6) 2017. The user facility submitted medwatch (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female adapter ¿slipped off¿ of an extension set during a magnetic resonance imaging (MRI) procedure. The set was being used to infuse fentanyl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.